Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer noticed drops of fluid falling into the cuvette from the probe at the cuvette washer. A field service representative, (fsr) performed inspections and troubleshooting, aligned the sample probe, cleaned the cuvette segment, and replaced the peristaltic head tubing. No customer returns were available for evaluation. A product labeling review found the architect system operations manual, and the magnesium assay package insert contain adequate information for the described issue. A historical/quality data and complaint data review did not identify any adverse trend of a peristaltic head tubing issue. A complaint investigation service history review found no service history issues with architect c16000 serial (B)(4). No additional discrepant result complaints due to instrument issues, or complaints for peristaltic head tubing issues were found to have been documented for architect c16000 serial (B)(4). The magnesium discrepant result issue was resolved though the replacement of a used peristaltic head tubing. No systemic deficiency or malfunction was identified during this investigation.

Event description:
The account generated a falsely elevated magnesium of 3.39 mmol/l on specimen ID (B)(6)that repeated normal range of 0.80 mmol/l on the architect c16000 analyzer. The account questioned the elevated magnesium of 3.39 mmol/l because the previous result for the patient was a lot lower. No specific patient information was provided. No impact to patient management was reported.